Event description:
It was reported that during an unk procedure, the device lost power on 10th fire. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 12/5/2023. D4: batch # 520c85. B3: exact event date unk, entered 1/1/2023 as only the year was provided. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with a dent in the nozzle, and with a gst45w reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. A series of events occurred where an articulation button was pressed at the same moment that the device was clamped. This caused the device to miss the transition to transection mode. As a result, the firing trigger will not function. The device can recover from this state by reinserting the battery or re-clamping. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the event log has been correlated to the design. The damage to the nozzle is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 520c85, and no non-conformances were identified. Additional information was requested and the following was obtained: did the event occur while attempting to fire or during transection? Attempting to fire. Does the surgeon use a pulse firing technique or continuous firing? Continuous firing technique. What trouble shooting steps were taken after the device lost power? Got a new ech45s and gst45w reload to be safe. This was a critical fire and we did not want to waste time or risk a bad staple line. How was the procedure completed? A new ech45s was used.